Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead that had been implanted several years showed high impedance. The rv lead was surgically abandoned, and the implantable cardioverter defibrillator was explanted as it was nearing the end of battery life. No additional adverse patient effects were reported.